Event description:
The patient underwent monitored anesthesia care (mac) sedation and all the preparatory steps for the procedure. The ablation generator failed and the case had to be aborted. The patient was recovered in pacu and then discharged. The procedure had to be rescheduled for another day.